Manufacturer narrative:
Occupation: chief tech, heart and vascular. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after four days of intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. It was noted that the patient had been intubated and periodically log rolled. The patient's arterial waveform was successfully obtained conventionally. The iab was removed after eight days of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was found on the catheter tubing approximately 41.9cm from the iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 25.9cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Rererence complaint # (B)(4).

Event description:
N/a.